Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose was unknown. The troubleshooting was performed. The customer stated that they had performed the self test and the insulin pump was not vibrating during the vibrate test. The customer was advised that the insulin pump will need to be replaced and refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire.